Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was noted that two screws were broken. The patient underwent an "open fusion procedure was performed and the broken screws were removed and replaced by new ones, fusion was provided. There was pseudoarthrosis."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.